Event description:
It was reported that a cartridge alarm 1 occurred. Additionally, it was reported that an occlusion alarm occurred. A cartridge change was performed resolving the issues. Customer¿s blood glucose level was 300 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.